Event description:
Patient presented to the physician with pain at the ipg pocket and neck incision site. Physician brought the patient into the or, opened the chest incision, created a deeper pocket, repositioned the ipg, re-anchored, and closed.